Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose of 800 mg/dl and diabetic ketoacidosis and had to go to the emergency room on (B)(6) 2018 and was discharged on (B)(6) 2018. The customer was treated by giving bolus with the insulin pump and manual injections. The customer's current blood glucose was 149 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.